Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced difficulty in seeing. The patient complained that a defective lens (scratch) was implanted. Additional information received and stated that, the surgeon suspects the patient's personality more than poor vision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).